Manufacturer narrative:
No follow-up report is anticipated as the product has not been returned. The source of the report is the following literature source: article title: pulmonary function after anterior double thoracotomy approach versus posterior surgery with costectomies in idiopathic thoracic scoliosis (v bullmann) (B)(6) 2012. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Event description:
Medical safety reported complaints from literature that was reviewed for the post market surveillance reporting. Article title: pulmonary function after anterior double thoracotomy approach versus posterior surgery with costectomies in idiopathic thoracic scoliosis (v bullmann) (B)(6) 2012. Clinical findings determined by medical safety and complaint management: n=2 pleural effusion. See mfg medwatch report no. 1526439-2014-11354 for the second report that was filed for this article.